Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. The patient experienced diaphoresis, anxiety, and polydipsia. The cgm was reading 80 mg/dl and the blood glucose reading was 38 mg/dl. The spouse provided carbohydrates and transported the patient to the emergency department. There, the bg was 69 mg/dl and the cgm reading was not documented. The patient was treated further with an unremembered IV. She underwent lab testing and was discharged after 8 hours. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.